Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. This device was reported to be over 4 years old and therefore this failure could be attributed to normal field wear due to heavy use. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a shoulder repair, it was observed that two of the customer's vapr iii footpedals were not working correctly. The first pedal stopped working at all, the second one was working intermittently. The surgeon completed the procedure with a competitor¿s product with no patient consequences or delay. The sales rep reported that the devices are over 4 years old and see heavy use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.